Event description:
Boston scientific received information stating: the lead exhibited noise. The patient's implantable cardioverter defibrillator was reprogrammed. (B)(6). Dr. (B)(6) event date (B)(6) 2011 no implant date stated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).